Manufacturer narrative:
This MDR is part of the malfunction summary reporting program, exemption number e2014007. 13 devices were evaluated in the field and the issue was confirmed; the devices had malfunctioned electrical components. 8 devices were evaluated in the field and there was no defect found. There were no remedial actions taken. This device is not labeled for single use.

Event description:
This report summarizes 21 malfunction events, where it was reported the unit had phantom motion. 20 events had no patient involvement. 1 event it was not known if there was patient involvement.